Event description:
It was reported that the autopulse platform displayed a fault 41 (patient temperature sensor failure) while using autopulse li-ion battery with serial number (sn) (B)(4). Customer put another battery into the platform and the fault did not reoccur. Customer also reported that the initial battery (sn: (B)(4)) would not charge and indicated that there were 3 amber led lights lit on the battery when the status check button was pressed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 10/31/2014 for investigation. Investigation results as follows: the reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the battery's archive was also performed and it was determined that the battery performed as intended. There were no issues observed with the returned battery that could have caused or contributed to the reported user advisory 41 displayed by the platform.